Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (500 mcg/ml at 336.3 mcg/day), lioresal (250 mcg/ml at 168.1 mcg/day) and morphine (18 mg/ml at 12.1 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient came into the healthcare provider (hcp) office with a motor stall. The patient had a magnetic resonance imaging (MRI) in february and did not have their pump checked after MRI. The hcp checked the logs earlier today and they saw it was still stalled. Technical services had them recheck the logs and it was seen that the motor stalled recovered, confirming telemetry mode. Technical services confirmed that the pump is working as normal and to educate the patient on having the pump checked post-MRI. The issue was resolved as the troubleshooting steps taken on the call resolved the issue.